Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 19 (max applied load exceeded) without having any load/weight on the platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.